Event description:
Foley catheter inserted per doctor's order. 3 ml initially instilled to test balloon. Foley inserted without difficulty. Attempted to inflate the balloon to 10 ml per device instructions, 3 ml again instilled, but met resistance and unable to blow up balloon fully. Balloon deflated but 2 ml remained in balloon and unable to be removed, doctor made aware. Foley removed, attempted to re instill 10 ml once removed, still met resistance at the hub and unable to blow up balloon again.